Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer by plugging the station into a different power outlet, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was down and remote smart service (rss) was offline, preventing access to the patient-specific area. The customer was unable to access the station or enter the patient-specific area. A physical key was used to manually access the refrigerator; however, the full-height drawer was jammed. The customer did not have additional drawer details or a patient sample available. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.